Event description:
Pt had a total hip replacement on 8/20/96. Pt complained of increasing intermittent pain to the right hip. Radiological study revealed there was slippage of a portion of the prosthesis. Pt was scheduled for surgery on 10/97/97 and had right acetabular revision. The previously implanted acetabular cup and liner hosp explanted and replaced.